Event description:
This is a report of a home patient (hp) who had a system error 2240 (air in tubing) on the homechoice (hc) while connected during dwell. The cause of the alarm was unknown. The power was cycled to clear the alarm and the patient discontinued therapy. The patient was advised to contact their registered nurse regarding the event. There was patient involvement, but there was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should relevant additional information become available, a follow-up report will be submitted.